Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/21/2023. A visual inspection was conducted on 05/02/2023. Signs of clinical use and evidence of blood and tissue was observed on the jaws as well as on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000285384 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 metal cautery tip bent during tunnel plasty and no longer worked the jaws were closed during insertion and there was no resistance. They opened a new vh-4000 to complete the case. Nothing broke off. Nothing fell into the patient. The procedure was not delayed. No patient injury.